Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37651, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported that she lost 100 pounds and the implant moved. The patient was having difficulty starting a recharge session and it was taking a long time of moving the antenna around before she was able to get the charging screen. The indications for use were non-malignant pain and failed back syndrome-other. No patient symptoms reported. If additional information is received a follow-up report will be sent.